Manufacturer narrative:
A review of the device logs for the instrument (part# 470207 / lot# n10190316-0084) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the reported issue. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. Additional observation not reported was that the instrument was found to have a broken pitch cable at the distal clevis hub, resulting in engagement failures. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the additional failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was not recognizing the tenaculum forceps instrument. The procedure was completed with no reported injury. On 18-feb-2021, intuitive surgical, inc. (Isi) contacted the site's da vinci coordinator and additional information was obtained about the complaint: the reported issue was identified during the procedure. The instrument was inspected prior to use and nothing abnormal was noticed. This instrument was never used on the patient during this procedure. No fragments fell into the patient. The patient-related information was all unknown.